Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: review of the black box data confirmed loss of prime with low non-zero force events (cs162) recorded on (B)(6)-2018. On investigation, the pump powered on normally and the pump primed without issue. The pump was exercised without loss of prime occurring during basal duration testing. The force sensor was evaluated and found to be operating within specifications. Investigation did not duplicate the complaint.